Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that it was the fourth time she called due to a no delivery alarm. Customer's blood glucose level went up to 458 mg/dl. The customer treated her blood glucose level with the insulin pump and manual injection. The device was not returned.